Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging details were very confusing. The customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx . It was mentioned that a new foley catheter was reinserted. As per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material# 123418ce , material# 123424a , material# 165818 and material# 165814 for which they have provided the feedback.

Event description:
It was reported that the packaging details were very confusing. The customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx . It was mentioned that a new foley catheter was reinserted. As per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material# (B)(4) , material# (B)(4), material# (B)(4) and material# (B)(4) for which they have provided the feedback.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the attached photo sample noted one unopened (with original packaging), a 2-way catheter. Visual inspection of the photo sample noted no obvious visible defects. Customer reported for example about a 5cc balloon requiring 10cc sterile water. This is within specification. 5cc of water is needed to fill the balloon and 5cc is needed for the shaft of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. Corrections: g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected